Manufacturer narrative:
An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is fmi 34082. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call. Unique device identifier: (B)(4).

Event description:
The hospital reported intermittent excessive fi co2 of 5 to 7 mmh20 during cases. There was no reported patient injury.